Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 38 mg/dl, 176 mg/dl, 149 mg/dl, 111 mg/dl, 184 mg/dl and 178 mg/dl with 10 minutes. All tests were performed on the finger. The results when plotted on the parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. All results were within range spec and no errors were observed during control solution testing. In addition, all reported readings were found in the meter memory's log, but only readings of 149, 184 and 178 mg/dl are consecutively completed within 10 minutes.